Manufacturer narrative:
Event date noted to be approximately 6 months before the complaint was reported. Report source: (B)(6).

Event description:
Information was received that a smiths medical portex bivona tracheostomy tube cuff would not inflate symmetrically while in use with a patient. The patient's nurse reported the patient had asked the nurse to remove the tube due to discomfort. It was also noted the patient had "desats when position changed" he cried, and "was signing his cuff was bad". Subsequently, a tracheostomy (trach) change was required and the patient recovered. After the trach was removed, the "nurse said she deflated the cuff and massaged, manipulated and moved the cuff around with her hands. She then inflated the cuff again but the issue persisted". No additional adverse patient effects were reported.

Manufacturer narrative:
Three samples were received for evaluation. Devices underwent air cuff symmetry testing, resulting in asymmetrical cuffs. However, the percentage for the symmetry was for sample 1: 36.84 percent, sample 2: 38.88 percent and for sample 3: 36.11 percent, which are over 33.3% -the minimum acceptable. Based on the test, the units are within specification. The reported customer complaint has not been confirmed. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.